Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the jaws wouldn't open on a ligasure device. No patient injury reported.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 06/29/2016 date of follow-up report : 07/19/2016 one used ls1500 was received for evaluation. Visual inspection noted eschar between the jaws. Functional testing found that it was difficult to unlatch the handle to open the jaws of the device. The latch would intermittently catch on the internal track but could be opened when the latch was retracted and released. This condition is consistent with the ski improperly aligned in the internal a-track. The investigation identified the root cause of the reported event to be undetermined. If the instrument is latched for an extended period of time, the ski guide can bend. The IFU cautions the user: do not leave the handle latched for an extended period of time when the device is not in use. No trend has been identified for this failure mode.